Event description:
Surgeon indicated that knee interpositional device was explanted and pt was revised to a tkr.

Manufacturer narrative:
Surgeon indicated that knee interpositional device was explanted and pt was revised to a tkr. Review of device history record indicated that the device was manufactured to current specifications.